Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2007 (B)(6) medical center. (B)(6) , md. Consultation. Previous right inguinal hernia repair in (B)(6) 1982. Does not believe any mesh was used. Done well, but has recently developed right lower leg, abdominal, scrotal pain. Dr. (B)(6) saw him last week and felt there was a recurrent hernia and was scheduled to see me in office tomorrow, but increasing pain today, diaphoresis and mild nausea. Comes in to emergency room. Current meds: aspirin. Abdomen: soft and nontender, but there is a distinct small easily reducible right inguinal hernia that is mildly tender. Testicle is completely normal without any swelling, induration or tenderness. There is no right lower quadrant abdominal pain. I do not detect a femoral hernia. The left side is without hernia. Normal testicle. Impression/plan: recurrent right inguinal hernia. Will do an open repair wednesday at the meridian surgery center. Give the patient toradol IV while here and nothing by mouth at home. Discussed laparoscopic repair, changes of ischemic orchitis, infection, bleeding all of which he understands, accepts and will set up for outpatient repair. Implant procedure: laparoscopic right inguinal hernia repair with dualmesh plus. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/04287336, 10 x 15 cm]. Implant date: (B)(6) 2007 (hospitalization [ni]). On (B)(6) 2007: (B)(6) center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent right inguinal hernia. Postoperative diagnosis: recurrent direct right inguinal hernia. Anesthesia: batarseh ¿ general endotracheal anesthesia. Indications: mr. (B)(6) is a 47-year-old man who has developed a recurrent right inguinal hernia. It is causing discomfort. He desires repair. He understands the procedures, risks and complications associated with this. Procedure in detail: ¿after the induction of general endotracheal anesthesia, the patient¿s lower abdomen and groin were prepped with hibiclens and draped with tegaderm, as he has an iodine allergy. He has a small umbilical hernia. An incision was made on the lower edge of the umbilicus. The umbilical hernia was dissected free and then inverted back into the preperitoneal space. I then incised along the lower midline and developed a plane just behind the right rectus muscle. Working through this plan, I developed a space. I then placed the dissecting balloon within and inflated under vision and then removed the balloon using a trocar. Note that there has been a tear in the peritoneum along the rectus that entered into the peritoneal space. I placed two 5.0 mm trocars in the lower midline, and working with these I was able to develop the preperitoneal space very nicely noting that he had a modest direct left inguinal hernia. I did not really see an indirect inguinal hernia. The space was developed finding the vas deferens, spermatic cord, direct hernia sac and cooper¿s ligament in the pre vesical space. Due to the fact that I had exposed bowel, I elected to use a dualmesh plus. A 10.0 cm x 15 cm dualmesh plus mesh was placed through the 10.0 mm trocar placing the corduroy portion along the abdominal wall. This flattened out very nicely on the floor of the inguinal canal, and it was tacked in place to cooper¿s ligament with stat tack and then along the rectus, as well. Using same stat tack, I was then able to bring the peritoneum up and close the peritoneum, although not in a watertight or airtight fashion, but this did isolate the mesh and repair the peritoneal cavity. With this done, the pneumoperitoneum was deflated, as I watched the mesh lay in place in the appropriate position. With this done, with the pneumoperitoneum evacuated, I then closed the umbilical fascia with interrupted #0 prolene in order to close the umbilical hernia, as well as the fascia. This gave a good closure. This was irrigated. The skin was secured to the umbilical fascia with a #4-0 monocryl. #4-0 monocryl subcuticular was used to close each skin incision. Total fresh blood loss was estimated at 20 cc to 25 cc. Sponge, needle and instrument counts were correct. The patient was taken to the recovery room in stable condition.¿ on (B)(6) 2007 (B)(6) center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 04287336. W.l. Gore & associates. ¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04287336) was implanted during the procedure. Relevant medical information: on (B)(6) 2007 (B)(6) center. [Signature illegible]. Discharge summary. Condition at discharge: stable. Discharge to: home. Follow up visit: next week. On (B)(6) 2007 (B)(6) , md [assigned]. Office notes. Patient had a laparoscopic right inguinal hernia repair with dual mesh on (B)(6) 2007, also had a modest umbilical hernia that I repaired at that time. He is doing well. Incisions look good. He feels good, feels quite a bit better than he had been. Incisions all look fine. No signs of recurrence. We have gone back over the exercise and wound care. Will see him on a as needed basis. On (B)(6) 2019: [facility ni]. Dr. (B)(6) . Consultation. Right groin pain, status post hernia repair. Pain radiates to testicle. Former smoker. Current meds: aspirin. Weight 237.40 lbs, bmi 33.14. Exam: abdomen: flat, soft, non-tender. No ventral epigastric, spigelian hernias palpable. No umbilical hernia. Genitals, right: no visible bulge, no hernia recurrence. I can feel the stiffness of the mesh through the internal ring. Impression/plan: groin and testicular symptoms which are likely related to mesh. The mesh is invaginating into his internal ring, which can cause his groin pain and testicular pain. I reviewed his anatomy and how these are related, as the internal ring is the point of entry of the spermatic cord. Thus, removal of the mesh should address these symptoms of chronic groin pain, discomfort, and testicular pain with swaying. I reviewed the operative technique and its risks, including injury to the bladder, spermatic cord, external iliac vessels, and nearby nerved. Recommend he stay in town for at least 2 days postoperatively. The mesh is not folded enough to cause a meshoma type of pain. The mesh in not folded in a manner that would impinge on his psoas. Thus, any leg symptoms are also unlikely to be related to his mesh. He also has concern that the mesh is a trigger or somehow contributing to the transverse myelitis. I do not feel that that is the situation. First, the hernia repair was performed in 2007, well before his symptoms were noticed. Most mesh reaction occur within the first few weeks, months, to a year after implantation. Second, he does not demonstrate most of the symptoms we see from mesh reaction. Third, he had pure eptfe mesh implanted. This is considered the least reactive mesh available for hernia repair, with little inflammatory reaction. I recommend that his hernia repair (upon mesh removal) be performed with hybrid mesh. This is my preferred product for all patients with known autoimmune or inflammatory disorders. He is aggregable to this plan. Explant procedure: robotic removal of foreign bodies, right groin/pelvis. Robotic recurrent right inguinal hernia repair with mesh. Explant date: (B)(6) 2020 (hospitalization [(ni) ]) on (B)(6) 2020 [facility ni]. (B)(6) , md. Operative report. Preoperative diagnosis: right lower quadrant groin pain. Right testicular pain. Mesh-related pain. Postoperative diagnosis: right lower quadrant groin pain. Right testicular pain. Mesh-related pain. Assistant: (B)(6) , md. Anesthesia: general endotracheal anesthesia with local anesthetic. Indication for procedure: the patient is a 60-year-old male status post laparoscopic right inguinal hernia repair with dualmesh plus. He now has who had chronic inguinodynia and right testicular pain. On CT the mesh appears to have invaginated into the indirect space. He agrees to surgical approach to remove the mesh and associated tacks and redo the repair. He has known transverse myelitis, and so he agrees to have a replacement of his mesh with hybrid mesh, to reduce the risk of mesh-related exacerbation of the disease. Operative findings: shrunken eptfe-based mesh. Invagination of mesh into internal ring. Underside of mesh with slimy yellow content, most likely old seroma. Indirect inguinal hernia. No femoral or direct hernia. Operative procedure: ¿the patient was taken to the operating room and placed on the operating table in the supine position with arms padded and tucked to his sides. The abdomen was clipped free of hair. A foley catheter was inserted sterilely. The patient¿s abdomen and genitals were then prepped and draped in the usual sterile fashion. A pre-operative universal time-out confirming the patient¿s identity, site and type of procedure, allergies, placement of scds, administration of prophylactic antibiotics, and availability of biomaterial was performed prior to incision. All in the room were in agreement to proceed. An 8 mm incision was made and the abdominal wall at the level of prior incision. The abdomen was lifted and the peritoneal cavity was accessed with a veress needle. Correct placement was confirmed with a saline drop test. The abdomen was insufflated to 15 mmhg with co2. Next, an 8 mm blunt tipped metal trocar was placed in the incision. Upon inspection of the abdominal cavity with the 8 mm 30-degree robotic laparoscope, there was no intraabdominal injury noted with veress needle or trocar placement. Next, two 8 mm metal davinci blunt tipped trocars were placed in the left mid-abdomen and right mid-abdomen under direct vision. A 12 mm airseal trocar was placed in the right lateral abdomen, as the assistant¿s port. This was placed in skived position to reduce risk of incisional hernia. The patient was placed in trendelenburg position. The da vinci xi robot was brought in and docked per standard protocol. Initial evaluation of the right pelvis showed no significant adhesions. The area of what seems to have been a tapp approach was noted. This was a bit low for our purposes, thus we began our peritoneal incision cephalad to the prior incision. The peritoneum was incised from the level of the asis medially towards the midline using electrocautery. The mesh edge was noted in this space. The mesh was carefully excised from the abdominal wall using mostly electrocautery. The mesh was found to have somewhat invaginated into the internal ring. The mesh was freed from surrounding tissues, with care not to injure the epigastric vessels, external iliac vessels, external iliac vessels, cord structures. The nerves were well deep to the area of interest. The mesh was quite adherent to the cooper¿s ligament. It was overall notably shrunken from its original size and placement, but there was no gaps in myopectineal coverage. Next, the mesh was separated from the peritoneum itself. This was easier, as the non-ridged eptfe side was involved. The mesh could be removed in many parts with blunt dissection only. This side of the mesh was notably yellow in color and had slimy content, likely due to older aged seroma form the original operation. It did not look infected. The whole of the mesh was then removed and sent to pathology for gross identification. Of note, there were multiple spiral tacks involved with the mesh. These were also removed and sent to pathology. Some tacks remained on the peritoneum, and these were left undisturbed. Hemostasis was confirmed. The myopectineal orifice required significantly more dissection prior to revisional hernia repair. Thus, we widely dissected the peritoneum off the spermatic cord and lower pelvis. We also confirmed there was no further cord lipoma or missed hernias. Next, a folded piece of 10 x 15 cm ovitex core permanent hybrid mesh was hydrated and then passed into the abdomen. The mesh was placed into the preperitoneal space and covered the direct, indirect and femoral hernia spaces adequately. Care was taken to ensure that the mesh lay flat and fully covered all of the hernia spaced. 2-0 prolene suture was used to secure the mesh at cooper¿s ligament just below the femoral space, the rectus as it inserts onto the pubic tubercle, and the rectus medial and immediately lateral to the epigastric vessels. A drain was placed in this space, given the slimy yellow fluid associated with the removed mesh, purely as a precaution. This was a 10 mm flat jp drain, which was then brought out through the abdominal wall with its spear. Next, the peritoneal flap was sutured via a 3-0 v-loc absorbable suture in a running fashion. Hemostasis was again confirmed. A visual sweep of the abdomen was normal. The robot was then undocked. The abdomen was desufflated. The trocars were removed. The umbilical and right lateral assistant¿s port were closed at the fascia level with 0-vicryl suture. Skin was reapproximated using multiple subcuticular sutures of 4-0 monocryl and reinforced with steristrips. Dressing included gauze and steristrips. The testicle was noted to be deep into the scrotum. Foley catheter was removed.¿ specimen: right groin mesh and tacks. Complications: none. Estimated blood loss: 5 ml. Drains: 10 mm flat jp drain to peritoneal space, right groin. Prosthesis: ovitex 10x15 cm core permanent hybrid mesh. Attestation of presence: dr. (B)(6) was present for all parts of the operation. No qualified resident was available to assist for this case; therefore, a second attending was required as second assist. Relevant medical information: on (B)(6) 2020 (B)(6) medical center. (B)(6) , md; (B)(6) , pa. Pathology. Accession number: (B)(6) . Diagnosis: right groin mesh, removal: mesh (gross examination only). [Photo of mesh]. History: abdominal pain right lower quadrant pain in right testicle, other mechanical complication of internal device, sequel. Microscopic findings: see diagnosis. Gross: a) right groin mesh: patient name/label: (B)(6) / ¿right groin mesh¿. Received: in formalin. Total places: 1. Components: synthetic material. Device: mesh. Bone/soft tissue: not identified. The specimen is for gross examination only. A gross photograph is obtained. On (B)(6) 2020 (B)(6), md. Office notes. Testicular pain. Patient states removal of the mesh alleviated some of the discomfort in the groin but did not alleviate pain in the right testicle. Patient brings sonogram report, this shows a small variocele on right side with thrombosis adjacent to or as part of the epididymis on right side. Has had a vasectomy and has some element of congestive ependymitis. Comes for 2nd opinion because he¿s told he might require a variocele ectomy in order to alleviate his pain. Discussed the causes of testicular pain and it seems likely the patient has some element of neuralgia induced by his previous hernia repair and/or his thrombosis. Consider therapeutic nerve block to see if this alleviates his pain. Exam: no evidence of recurrent hernia. Weight 235 lbs, bmi 32.78. Impression/plan: urgency of urination. Right testicular pain. Nerve block. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correcting date received by manufacturer for the initial MDR: the information needed to determine reportability was received on (B)(6) 21, not on (B)(6) 21.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic right inguinal hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2020, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, explant. Seroma, shrunken mesh and invagination. Additional event specific information was not provided.